Event description:
The facility reported a pump with a failure code 500:320:654:0000. The customer reported that this incident occurred during use on the patient, however could not provide any additional information at this time regarding the stage or if any patient injury or medical intervention was associated with this event.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.